Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016. Customer did not remember blood glucose. Customer was hospitalized for diabetic ketoacidosis. Customer was treated at the hospital. Customer was not wearing pump for less than 48 hours. The insulin pump was not returned for analysis.